Event description:
It was reported that the elevated leg rests on the left side of the tdx3base power wheel chair were lower than the other side. Bracket assembly that holds the elevated leg rests was broken at the weld.